Manufacturer narrative:
(B)(4). This report of a leak was not confirmed and the cause was not identified because the sample was not returned for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The care giver (cg) reported to baxter an issue of leak which occurred on the home choice (hc) cassette during use (unknown quantity and date). The baxter representative advised that the cg to discard the entire case of product. On (B)(6) 2011, product surveillance spoke with the cg, regarding the reported problem of leak .the cg stated that when they started to use the cassette, the solution started coming out of the patient line and they observed a hole on the patient line. The cg had discarded the entire box and did not have any lot number information. The cg was advised that in future if a similar situation were to recur, to keep a sample so that baxter can evaluate. The cg understood. The cg stated that they opened up a new box of supplies and were able to continue therapy with no further issues. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report on (B)(6) 2011, product surveillance called the cg regarding the reported leak issue found in one cassette. The cg was asked if the rest of the box of supplies had been checked and the cg stated no. The cg did not check the rest of the box for the reported issue and did not confirm any leak issue for the remaining cassettes in the box. The cg had discarded the supplies.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.